Event description:
It was reported that during a coronary stent procedure, the tip of the wire broke off after multiple catheter exchanges. No attempt was made at retrieval and the tip remains in the patient. Patient status is listed as "okay".